Manufacturer narrative:
Date of the event is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Event description:
Related manufacturer report 1627487-2021-16120. Related manufacturer report 1627487-2021-16122. It was reported that patient experienced ineffective therapy. Patient denies any traumas or falls. Upon diagnostic testing high impedance issue was observed. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Event description:
Further information received indicated that the patient only had one 3186 with the lot number 3947944. There is no second 3186 that was implanted in the patient. The reported allegation against the device is continued to be documented in manufacturer report number 1627487-2021-16121.

Manufacturer narrative:
Corrected data: there is no allegation against this product as the patient was only implanted with one 3186 lead. This report is no longer required as mrn 1627487-2021-16121 documents the allegation against the 3186 lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.